Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After all devices were implanted, procedural angiography reportedly revealed a proximal type I endoleak. An additional gore® excluder® aortic extender endoprosthesis was implanted to treat the endoleak. However, during deployment of the aortic extender component, the device reportedly moved proximally about 5mm, partially and unintentionally covering the left renal artery. An additional stent was implanted in the left renal artery to preserve blood flow to the vessel. The patient tolerated the procedure.